Manufacturer narrative:
Investigation summary: bd received 1 sample and 1 photo for investigation. The photo was reviewed and the indicated failure mode for discolored additive with the incident lot was observed. Additionally, the customer samples along with 100 retention samples from bd inventory, were evaluated by visual examination and the issue of discolored additive was not observed. The root cause of this defect is contamination in the tube. Any foreign matter which is soluble, is likely to dissolve in the acidic citrate additive and impart some color to it. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® blood collection tube buffered sodium citrate there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "before use, there was yellow liquid found in the tube."